Event description:
It was reported by the rep that the (1) hp052 was used during a tonsillectomy procedure. It was reported that while performing the procedure with a dh105, the device would solid tone. There was no pt consequence.